Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. Insulin pump will not be returned device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 11/15/67 alarms were noted during testing. No unexpected pump error 15 alarm was found in the pump history file.